Manufacturer narrative:
The comfort curve test strips are the suspect device.

Event description:
Patient reported obtaining back-to-back blood glucose results of 500 mg/dl, 300 mg/dl, and 175 mg/dl on the advantage system. Patient indicated that therapy was not modified based on these values. No patient injury was reported, and no treatment was received. Patient stated the discrepant results were obtained in her mother's home. While on the line with technical support, patient was unable to locate these values in the device memory. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, comfort curve strip lot 549542 with expiration date 03/31/2008.